Event description:
It was reported that this pacemaker system exhibited intermittent high out of range pace impedance measurements greater than 2000 ohms on the right ventricular (rv) channel triggering a lead safety switch (lss). Boston scientific technical services (ts) indicated this issue is likely related to a device header spring contact issue. The rv lead is not a boston scientific product. Ts provided guidance to the boston scientific representative on programming the rv lead to a unipolar pacing and bipolar sensing configuration. Ts indicated another potential option is to replace the pacemaker with a device that has an enhanced header design. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).